Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: hi (>600 mg/dl) and 178 mg/dl. Strips are no longer available. No death or serious injury reported. No product will be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.